Event description:
It was reported that a high capture threshold had been observed on the right ventricular lead. No patient symptoms were reported. The lead was capped and replaced during a routine device changeout procedure. The patient was noted to be stable following the procedure.

Manufacturer narrative:
(B)(4).